Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 12. Details of surgery: no primary stability, implant surface not completely covered w/bone and ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, increased sensitivity and inflammation. No further patient complications were reported.